Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was returned for evaluation. The device was received in two sections due to a break in the extrusion. The hypotube was kinked at various locations along its length. These kinks in the hypotube are consistent with excessive force having been applied to the device. An examination of the returned device found a break in the shaft polymer extrusion at the guidewire exit port. Further evaluation of the break site found that the extrusion was stretched at the site of the break. This type of damage is consistent with excessive force being applied to the delivery system during the removal of the balloon protector. The device was received with the balloon protector cap covering the balloon. The investigator was unable to apply negative pressure due to the break in the extrusion. However, the balloon protector was removed with some resistance encountered. The balloon was visually examined and no issues were noted. There were no visible signs of a rupture having occurred in the balloon. The internal dimension (ID) of the balloon protector was measured at 0.0435inches using pin gauge set. This is with the specified range of 0.0420 inches to 0.0435 inches. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-feb-2017. It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon¿ was selected for pre-dilation. During procedure after the guidewire was crossed, dilatation was performed; however, it was noticed that the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another with same device. No patient complications were reported. However, device analysis revealed that the shaft polymer extrusion was detached/broken at the port site.